Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossed, and had to override to obtain the medication. The customer reported that the nurse could not pull the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist connected with the customer and informed him that the order had been discontinued, so it was not showing up anymore on the station. The system functioned as intended after the technical support specialist troubleshot the device.